Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. It was reported that an autopsy will not be performed, and the pump will not be explanted for evaluation. The patient¿s outcome was not considered to be device related, and it was reported that the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists respiratory failure, localized infection, renal dysfunction, hemolysis, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the source of the respiratory distress and renal dysfunction was the infection. A non-device related cause for the hemolysis was not identified. The renal dysfunction was found upon admission to the hospital on (B)(6) 2024. The patient had positive respiratory cultures on (B)(6) 2024, and positive blood cultures that identified the fungal infection on (B)(6) 2024. The event was treated with palliative/comfort care. It was noted that the death was not considered device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for respiratory distress and their labs were abnormal, lactate dehydrogenase was 5002, creatine kinase was 395, lactate was 3.5, blood urea nitrogen (bun) was 31, creatinine was 1.86, potassium was 6.3 and sodium was 129. Log files were submitted for review and captured no unusual events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2024 that the patient passed away due to bacteremia and fungal infection. An autopsy was not performed, and the pump was not explanted.